Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing episodes were observed on the right ventricular channel. Device was reprogrammed. Additional information is not available at this time.